Event description:
A customer contatced beckman coulter regarding erroneously elevated troponin (accu tnl) results from a single patient samples that were generated by the unicel dxl 800 access instrument. The customer indicated that in 05/06 a patient sample was tested for accu tnl and the results were: 1.80ng/ml and 1.32ng/,l (sample a). On the next day, the customer collected a fresh sampl (b) from the patient and tested for accu tnl.the results were: 8.76ng/ml and 3.03ng/ml. In 05/06 the customer re-tested sample a and sample b for accu tnl on 2 different instruments in their lab. The accu tnl results (for sample a) from the 2 instruments were: 10.55ng/ml and 0.07ng/ml and 0.07ng/ml and 0.07ng/ml. The accu tnl results (for sample b) from the 2 instruments were: 0.22ng/ml and 0.04ng/ml. Based on available information, the customer collected 3 more samples from this patient in 05/06 and accu tnl results were below the ami cutoff. There was no report of patient injury requiring medical interventionor change to patient treatment that can be attributed to or connected with this event.